Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had to be revised due to the small metal ball coming detached from the instrumentation and falling into the wound. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated complaint sample was evaluated and the reported event was confirmed. Art surface insertion instrument returned and technical evaluation shows signs of repeated use and one of the ball bearings is missing. The screw for the cam arm shows signs that have been disassembled. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. From technical evaluation, screw for the cam arm shows that the device has been disassembled previously but the instrument clearly has "do not disassemble" etched on it. However, we cannot conclude that ball bearing falling out is related to previous cam arm disassembly. From provided information, root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.